Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hole. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of frayed instrument pitch cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing. Additional observation(s) related to customer reported complaint: the instrument was installed on an in-house system and driven. The instrument passed the recognition and engagement tests. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded; however, a lag or delay in the motion was observed. Root cause attributed to frayed pitch cable at the distal end.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.